Event description:
The patient reported: "up and getting motivated. {named individual} is taking me to (B)(6) to the doctor. I think the {manufacturer name} is broken. Can't turn it on without continuous shocking." The patient also noted: "headed back home. Procedure to be scheduled so probably back in a week or so." See also manufacturer's report # 3004209178-2015-07011. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va03dt9, implanted: (B)(6) 2012, product type: lead. Product ID: 3093-33, lot# v165299, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).